Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It was later reported that no autopsy was performed. The cause of the patient's death is not known. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
It was reported to medtronic neurosurgery that the patient presented to the emergency room on (B)(6) 2014, after experiencing increased headaches and lethargy for one day. According to the report, a CT scan and shunt tap were performed, and the patient was admitted to the hospital for further observation. The report states that CT scan showed interval revision of the ventriculostomy catheter with improved hydrocephalus, and that laboratory evaluation of the csf collected during the shunt tap showed few white blood cells and no organisms. The report states that the patient¿s condition rapidly deteriorated, and that the patient became apneic requiring resuscitation. According to the report, the patient was intubated after being transferred to the ICU and that mannitol was administered. According to the report, on (B)(6) 2014, a second CT scan was performed which showed stable position of the left-sided vp shunt, and slight interval increase in the size of the dysmorphic appearing lateral ventricles. The report states that the patient underwent emergency surgery for exploration of possible shunt malfunction. The report states that following the disconnection of the shunt components, it was found that there was no appreciable csf outflow from the ventricular catheter, and that csf could not be aspirated to decompress the ventricles. According to the report, the ventricular catheter was explanted, and was found to be occluded by a clot and proteinaceous debris which had entirely encased its proximal tip upon examination by hospital staff. The report states that a new ventricular catheter was inserted into the left ventricle resulting in prompt return of csf flow, and that the csf was drained until normal pressure was achieved. According to the report, on (B)(6) 2014, the patient was pronounced brain dead. The report states that following the second brain death exam on (B)(6) 2014, the patient was pronounced dead. According to the report, the patient had a medical history of spina bifida, neurogenic bladder, seizure disorder, scoliosis s/p spinal fusion, tethered cord s/p release, hydrocephalus, and allergies to latex and vancomycin.